Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance out of range. A defibrillation threshold (dft) test was performed and the implantable cardioverter defibrillator (ICD) recorded a code 1005 for open circuit condition. Subsequently, the system was replaced and the rv lead surgically abandoned. No additional adverse patient effects were reported.